Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she was diagnosed with a corneal ulcer od about 5 to 6 years ago while the pt was wearing an acuvue oasys brand contact lens. The pt reported that he/she was seen at a hospital and was given a prescription for antibiotic drops "a few times a day" and placed on contact lens rest for 10 days. The pt reported that the lot number is unknown and the product was discarded. The date of the event is unknown. On (B)(6) 2016 a call was placed to the pt&#62688;eye care professional (ecp) and requested additional information regarding the corneal ulcer from 5-6 years ago. The ecp reported that patient medical information from 5-6 years ago is no longer available. The ecp reported that the pt had a yearly exam in (B)(6) 2015 that "showed ou corneas were clear and no other issues were present." No additional information is expected. This event will be filed as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.